Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, based on the results of the investigation, it is believed that the reported event occurred due to parts on the dx board deteriorating over a long period of time. The dx substrate is performing the generation and output of sdi signal, the signal from the sdi terminal has become interrupted by this failure or is damaged by a strong impact is applied to the sdi output terminal, the signal from the sdi terminal by the damage it is speculated to have become interrupted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Customer tried another cv-190 and the video signal issue stopped. Olympus technical assistance center personnel recommending sending the device for evaluation. Should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
As reported, the evis exera iii video system center was having intermittent video signal loss. User tried another cv-190 and the video signal issue stopped. There was no patient harm or consequence reported as a result of this event.